Event description:
It was reported that ¿ in 2007 patient had a series of epidural steroid injections. It was reported that MRI of the lumbar spine from (B)(6) 2009 demonstrates degenerative changes at l5-s1 with significant foraminal encroachment, particularly on the left side. On (B)(6) 2009: patient presented with a two year history of pain in the lower lumbar area with radiating pain into the left leg. On (B)(6) 2009: patient presented with sciatica. Patient was involved in a motor vehicle accident. The patient has sciatic pain radiating to the left leg. CT images of the lumbar spine were performed. Evidence of degenerative disk disease at l3-4, l4-5 and l5-s1. On (B)(6) 2009: patient presented with bulging disk l3-4, spondylosis with degenerative disk disease- l2-3 and l3-4; retrolisthesis l2-3, cervical spondylosis l2-3, disk herniation l2-4, left and transforaminal radiculopathy patient underwent discectomy, decompression, laminectomy l2 to 4, exploration of left l3-4, posterior spinal fusion with rhbmp-2/acs and mosaic osteogenic scaffold l2 to l4 and spinal instrumentation with depuy expedium peek system l2 to 4. The bmp and mosaic were packed in the posterolateral elements. No noted complications. Incision was clean and dry. On (B)(6) 2009: it was reported that imaging films showed ¿prominent though nonspecific changes in the hemispheric white matter suggesting ischemic change of uncertain age. Follow-up or MRI may be useful. No evidence of hemorrhage. Mastoidectomy changes on the right side.¿ on (B)(6) 2009: it was reported that imaging films showed ¿there is disc space narrowing, greater at l2-3. There is retrolisthesis l2 on l3. Degenerative changes are also observed l5-s1. Osteopenia is suggested.¿ ¿postsurgical changes l2 through l4 without definite evidence of solid bony fusion at this time.¿ on (B)(6) 2009: it was reported that imaging films showed ¿the patient continues to have narrowing of the l2-l3 intervertebral disc space and slight retrolisthesis of l2 on l3.¿ ¿postsurgical changes from l2 through l4 which appear to be stable. Degenerative changes, osteopenia, previous right upper quadrant surgery, stable.¿ on (B)(6) 2009: it was reported that imaging films showed ¿intervertebral disc space narrowing is most prominent at l2 to l3. There is some loss of the normal lumbar lordosis in the upper segments of the lumbar spine. Degenerative disc space narrowing at l5-s1 is also seen. There is a mild curvature of the lumbar spine.¿ on (B)(6) 2010: it was reported that imaging films showed ¿degenerative disc disease most prominent at l2-3 persists along with some mild retrolistehsis of l2. Degenerative disk disease is otherwise prominent at l5-s1.¿ ¿posterior lumbar fusion at l2 through l4, grossly stable.¿ on (B)(6) 2010: it was reported that imaging films showed ¿ diffuse osteopenia, minimal levoscoliosis of the lumbar spine, and degenerative disk disease at l5-s1. There is no significant bony abnormality.¿ on (B)(6) 2010: patient presented with low back pain radiating across the back towards the hips. She has been having problems with persisting pain especially worsened with activity and getting out of bed in the morning. Present problems are attributed to fall. Patient presented preoperatively with thoracic or lumbosacral neuritis or radiculitis and displacement of lumbar intervertebral disc without myelopathy. On (B)(6) 2010: patient returned to doctor noting improvements in her symptoms. She had no new numbness, tingling, or weakness. She had no problems with her first steroid injection. On (B)(6) 2011: patient presented with increase in low back pain with lumbar extension and lateral flexion. Patient reports a temporary relief of 50%. On (B)(6) 2011: patient has developed increasing pain involving the left low back referring towards buttock and hip. On (B)(6) 2011: patient notes improvement in symptoms following last injection, but continued to have lower back and left hip pain. On (B)(6) 2011: patient complaining of left sided middle and lower back pain. Her symptoms are worsened with movement and activity. She had no lower extremity related symptoms and no associated numbness, tingling, or weakness. Reportedly, the patient has pain and swelling at the implant site.

Manufacturer narrative:
Concomitant product: depuy expedium screws and peek rods, integra mozaik osteogenic scaffold (implant: (B)(6) 2009). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.